Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was found to be in backup reset mode due to battery depletion. No further information was available.

Event description:
New information indicated that the device was explanted and replaced with a competitor device. The patient was asymptomatic and was in stable condition.